Manufacturer narrative:
(B)(4). S/w version =4.11d. Retainer ring = clear. Customer returned pump for alleged device heating up found on jul 10, 2021. Pump passed sleep current measurement, active current measurement and displacement test. Pump did not pass self tests due to no vibration. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted, however, retainer damage noted. Pump was monitored and no heating up noted. Pump was cut open to perform visual inspection and no moisture was found on the vibration harness assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, serial label damage, cracked retainer, corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In summary, customers alleged device heating up was not confirmed after monitoring. However, pump did not pass self test due to moisture on vibration harness assembly and corroded battery tube. Additionally, retainer ring damage noticed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump after overheating came in touch with the chemical fluid of the battery. No harm requiring medical intervention was reported. Customer will discontinue use of the device.